Event description:
It was reported that the right ventricular (rv) lead pace impedance measurements were high and out of range. An automatic safety switch was triggered from bipolar to unipolar due to the values being greater than 2000 ohms. There was a unipolar sensing episodes noted after the lead safety switch was triggered resulting in oversensing and pace inhibition, but r waves were seen through the unipolar noise. Daily measurements showed that the pace impedance measurements had been gradually rising. Technical services (ts) suggesting in clinic follow up to test the rv thresholds in bipolar and unipolar configuration, no adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that the right ventricular (rv) lead pace impedance measurements were high and out of range. An automatic safety switch was triggered from bipolar to unipolar due to the values being greater than 2000 ohms. There was a unipolar sensing episodes noted after the lead safety switch was triggered resulting in oversensing and pace inhibition, but r waves were seen through the unipolar noise. Daily measurements showed that the pace impedance measurements had been gradually rising. Technical services (ts) suggesting in clinic follow up to test the rv thresholds in bipolar and unipolar configuration , no adverse patient effects were reported. The device remains implanted. Additional information noted that a procedure took place to remove a suspected fracture lead and implant a new lead. Upon extraction it was found that a hemothorax occurred due to tearing of the subclavian vein. The patient suffered a dissection, cardiac tamponade, pericardial effusion and vessel occlusion as a result. Thoracis surgery was performed and the patient was stabilized and the tear was repaired. The patient will be admitted to the hospital. No additional adverse patient effects were reported. The device was disposed.

Manufacturer narrative:
This report is being filed to correct the patient codes.

Event description:
It was reported that the right ventricular (rv) lead pace impedance measurements were high and out of range. An automatic safety switch was triggered from bipolar to unipolar due to the values being greater than 2000 ohms. There was a unipolar sensing episodes noted after the lead safety switch was triggered resulting in oversensing and pace inhibition, but r waves were seen through the unipolar noise. Daily measurements showed that the pace impedance measurements had been gradually rising. Technical services (ts) suggesting in clinic follow up to test the rv thresholds in bipolar and unipolar configuration , no adverse patient effects were reported. The device remains implanted. Additional information noted that a procedure took place to remove a suspected fracture lead and implant a new lead. Upon extraction it was found that a hemothorax occurred due to tearing of the subclavian vein. Thoracis surgery was performed and the patient was stabilized and the tear was repaired. The patient will be admitted to the hospital. No additional adverse patient effects were reported. The device was disposed and will not be returned.